Event description:
It was reported that an obvious decline in the patient's hearing performance was noticed by the guardians on (B)(6) 2013. The patient was reimplanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.